Event description:
((B)(4)) ran functional test for rate and volume in addition to upstream occlusion, downstream occlusion and air in line alarms. No problems found. Event log did exhibit error code 810:11 (ail sensor out of tolerance for occlusion and air in line). Pump to be sent to baxter healthcare for repair / calibration of ail sensor.